Event description:
It was reported that occlusion alarms occurred, which prompted a visit to the emergency room (ER) with a blood glucose (bg) level 464 mg/dl. The customer received intravenous fluids of saline and insulin, to address the elevated bg. Treatment resolved the issue without causing any permanent damage. The customer was released later that same day. Customer changed cartridge and infusion set to address the issue.